Event description:
Nurse removed pump from pt because of alarm condition. Stated that pump was not operational, display reads "delete dose" (del" "dose"). "Del" "dose" is actually "dose" "del", which means dose delivered. Unit was set up to deliver only 30 ml of fluid. Pump alarmed when 30 ml was infused. Volume delivered had already been cleared when received by biomed.when the pump was received all settings had been cleared. Visual inspection did not find any obvious defects.